Event description:
Reporter called on behalf of her daughter. She reports that, in (B)(6) 2010, due to scoliosis, the dr used a titanium rod to treat her. In (B)(6) 2011, a revision surgery was performed by the same dr and a steel rod was implanted on her back to treat her scoliosis. The parents had no knowledge the dr had mixed the titanium and steel rods in treating her daughter. She began having numerous adverse events, pain and sepsis. On (B)(6) 2013, reporter picked up her daughter from school and noticed a necrotic patch on her back. After numerous tests, it was discovered an infection on the incision site caused the sepsis. Also due to a piece of wire protruding from the incision site another revision surgery was performed. During this surgery, it was discovered the rods were corroded. The dr tried hiding this from the parents but luckily enough one of the interns informed her about it. The daughter was diagnosed with osteomyelitis and is now on very aggressive antibiotic medications. The mother believes all her daughter's injuries and suffering were caused by the dr because he knowingly mixed the titanium and steel rods, and this was completely against FDA regulations and the manufacture directions.